Event description:
Additional information received providing the correct implant date as (B)(6) 2024 and it was noted that noting unusual has occurred for the patient since being implanted.

Event description:
Implant card received noting that the patient underwent a battery replacement. Low impedance was observed in pre-operation but resolved after the generator was replaced. Internal data was received and reviewed.

Manufacturer narrative:
D6a if implanted, give date, corrected data: initial report inadvertently provided the wrong date.

Event description:
Additional information received noting that no other error messages were observed besides low impedance. Internal data from the generator was received and reviewed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been experiencing a significant increase in seizures over the past 3 months, with episodes lasting up to 10 minutes. It was noted that the patient has low impedance that was identified in (B)(6) 2025 and possibly needs a revision surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.